Manufacturer narrative:
Updated data: b5. Added second paragraph. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve in a patient with a type 1 bicuspid aortic valve and annular perimeter of 105 millimeters (mm), a pre-implant balloon aortic valvuloplasty (bav) was performed using a 22 mm non-medtronic balloon followed by a second pre-implant bav using a 25 mm non-medtronic balloon. Upon 80% deployment at a depth of approximately 3 mm, full deployment was initiated; however, when the delivery catheter system (dcs) handle was rotated 2 times, the valve dislodged. Subsequently, the valve was recaptured. Upon the second deployment attempt, and infold was observed. Subsequently, the system was withdrawn from the patient and a 26 mm non-medtronic transcatheter valve was implanted. Following the implant of the non-medtronic transcatheter valve, paravalvular leak (pvl) of unspecified severity was observed on contrast study and a post-implant bav was performed. Per the physician, the patient's severe calcification contributed to the dislodge. No patient complications were reported as a result of this event. Additional information was received indicating that no misload was identified. The valve was deployed from the bottom of pigtail position at a depth of 3 mm over a confida guidewire before it dislodged in the aortic direction to a depth of 5 mm. Per the physician, the patient had an rn type 1 bicuspid aortic valve and severe calcification of the annulus which contributed to the infold. The infold led to a procedural delay.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID evfxplus-29, (k027587); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve in a patient with a type 1 bicuspid aortic valve and annular perimeter of 105 millimeters (mm), a pre-implant balloon aortic valvuloplasty (bav) was performed using a 22 mm non-medtronic balloon followed by a second pre-implant bav using a 25 mm non-medtronic balloon. Upon 80% deployment at a depth of approximately 3 mm, full deployment was initiated; however, when the delivery catheter system (dcs) handle was rotated 2 times, the valve dislodged. Subsequently, the valve was recaptured. Upon the second deployment attempt, and infold was observed. Subsequently, the system was withdrawn from the patient and a 26 mm non-medtronic transcatheter valve was implanted. Following the implant of the non-medtronic transcatheter valve, paravalvular leak (pvl) of unspecified severity was observed on contrast study and a post-implant bav was performed. Per the physician, the patient's severe calcification contributed to the dislodge. No patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve in a patient with a type 1 bicuspid aortic valve and annular perimeter of 105 millimeters (mm), a pre-implant balloon aortic valvuloplasty (bav) was performed using a 22 mm non-medtronic (inoue) balloon followed by a second pre-implant bav using a 25 mm non-medtronic (bax) balloon. Upon 80% deployment at a depth of approximately 3 mm, full deployment was initiated; however, when the delivery catheter system (dcs) handle was rotated 2 times, the valve dislodged. Subsequently, the valve was recaptured. Upon the second deployment attempt, and infold was observed. Subsequently, the system was withdrawn from the patient and a 26 mm non-medtronic (sapien) transcatheter valve was implanted. Following the implant of the non-medtronic transcatheter valve, paravalvular leak (pvl) of unspecified severity was observed on contrast study and a post-implant bav was performed. Per the physician, the patient's severe calcification contributed to the dislodge. No patient complications were reported as a result of this event. Additional information was received indicating that no misload was identified. The valve was deployed from the bottom of pigtail position at a depth of 3 mm over a confida guidewire before it dislodged in the aortic direction to a depth of 5 mm. Per the physician, the patient had an rn type 1 bicuspid aortic valve and severe calcification of the annulus which contributed to the infold. The infold led to a procedural delay. Additional information was received from the physician which stated that the confida guidewire did not contribute to the dislodge.